Event description:
Provider alleged sieve beds are leaking at the o-ring. Per independent repair center statement, the unit had low o2 or yellow light - confirmed. The key failure was the sieve o-ring leak. Additional malfunctions were the zip ties and clamps were replaced.